Manufacturer narrative:
Per tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 500 - 640 mg/dl. Elevated blood glucose was addressed with a correction bolus via the pump. The customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. Reportedly, the customer was using humalin u-500 insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide.